Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 04/20/2011. Conclusion: the actual device involved in this event was returned for evaluation. The catheter failed the leak test because it had two holes in the balloon.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure at 3 minutes and 30 seconds into the therapy cycle, the device would not maintain pressure. There was a hole noted in the balloon when it was removed. The second device was used to complete the procedure with no adverse patient consequences.